Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events in the past 12 months. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the patient impact beyond the reported flexible drill breakage, ¿drill bit didn¿t bottom out¿ and subsequent failure of anchor deployment cannot be determined. It is unknown whether the broken drill was retained or recovered. If a drill portion of the device, was retained inside of the patient¿s body, the potential for corrosion, micro-motion and/or migration, and local skin irritation/discomfort cannot be rule out. An analysis of the customer provided image did not find a broken q-fix disposable flexible drill, but it found debris near the device's tip. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the q-fix disposable flexible drill broke without the surgeon noticing, therefore, the drill bit didn't bottom out and caused the q-fix suture anchor to not deploy when used. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case(B)(4).